Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: photo investigation: the photographs provided were reviewed, however in the images provided no observations pertaining to the nature of the reported event cement injector and the cement bottle cap cannot be tightly connected could be identified. The provided evidence was not sufficient to confirm the reported event. Functionality issues can not be evaluated through a photo investigation. The overall complaint was unconfirmed as the photographs attached doesn't have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6: a manufacturing record evaluation was performed for the finished device product code: 283910000. Lot no: 371494. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-apr-2023. Manufacturing site:jabil le locle. Expiry date:31-mar-2025. Cement number: product code :183901001 / batch number : 4071985. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the event occurred intraoperatively and the cement was prepared according to the steps outlined in the surgical technical manual and by using the mixing tool provided in the kit. To deliver the cement, the cement reservoir and hydraulic pump was used. The surgeon proceeded with the operation using the second set. There was no significant delay. The patient's postoperative condition was good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in taiwan as follows: it was reported that on march 14, 2024, the joint between the cement injector and the cement bottle cap could not be tightly connected, causing the liquid to leak out during pressurization. The cement could not be removed and could not be used. There was no patient consequence. This report involves one confidence spinal cement system confidence plus kit spinal cement system 11cc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample found hardened cement in the interior of the cement mixers and liquid is found in the hydraulic pump. The reported allegation cannot be confirmed. The mixers cannot be assembled and work as intended due to hardened cement left in the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with the hydraulic pump flexible tube to the cement reservoir cap and it was performed correctly. The overall complaint was not confirmed as the observed condition of the confidence spinal cmt sys, 11c would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code:283910000. Lot no: 371494. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-apr-2023. Manufacturing site:jabil le locle. Expiry date:31-mar-2025. Product code : 183901001 / batch number :4071985. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.